Manufacturer narrative:
A supplemental MDR is being submitted due to medical records received, sections g6, h2, a2, b5, b7, h6: device code, clinical code. Investigation is still ongoing.

Event description:
As reported from field clinical specialist (fcs), approximately 4 years and 10 months post tavr with a 29 sapien, the patient underwent a valve in valve procedure due to valve degeneration due to stenosis, degeneration and calcification. The patient is still currently admitted post repeat tavr, but they are stable. After review of the medical records provided, the patient had congestive heart failure (chf), peripheral edema and fatigue.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on medical record provided. Available information suggests patient factors (hyperlipidemia, diabetes mellitus 2) likely contributed to the event as patient has a history of hyperlipidemia and diabetes mellitus 2. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from field clinical specialist (fcs), approximately 4 years and 10 months post tavr with a 29 sapien, the patient underwent a valve in valve procedure due to valve degeneration due to stenosis, degeneration and calcification. The patient is still currently admitted post repeat tavr, but they are stable.